Manufacturer narrative:
The maryland bipolar forceps instrument has been returned to isi for evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. Therefore, at this time, the root cause of the customer reported failure mode cannot be determined. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragment(s) from the maryland bipolar forceps instrument allegedly broke off, fell inside the patient, and were not retrieved. The root cause of the customer reported failure mode is unknown.

Event description:
It was reported that after completion of a da vinci-assisted prostatectomy procedure, the pulleys of the prograsp forceps instrument were found to be broken. The surgeon reviewed the procedure video and reported that the ¿window part¿ of the prograsp forceps instrument went into the maryland bipolar forceps and was damaged when attempting to remove it. A fragment from the maryland bipolar forceps reportedly fell inside the patient and was not retrieved. As of the date of this report, no post-operative complications have been reported.

Manufacturer narrative:
The instrument was returned for evaluation. The instrument was found to have a broken bipolar yaw pulley. Intuitive motion was no longer being experienced at the wrist upon manual input of the disk knobs. A broken piece measuring approximately 0.18¿ x 0.08¿ was noted to be missing as a result of breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. An additional observation not reported was that the instrument was found have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire was protruding above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, fragment(s) from the maryland bipolar forceps instrument allegedly broke off, fell inside the patient, and were not retrieved. However, the instrument was returned to isi, evaluated, and the instrument damage found can be attributed to user mishandling/misuse. Therefore, there is no indication that a malfunction of the instrument occurred.